Manufacturer narrative:
Corrected h6: medical device problem code. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
A "no communication" issue was reported to abbott. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging the ipg for an extended period of time. Reportedly, the patient last charged the ipg in (B)(6) 2020. As such, the ipg became inoperable and patient lost therapy. The ipg does not communicate with external devices and troubleshooting was unable to address the issue. As such, surgical intervention may take place at a later date to address the issue.